Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the site indicated that the patient's pump was explanted due to infection. The event date and event status were unknown. No further complications were reported/anticipated.